Event description:
It was reported that user was having issues with a pump and/or cassette. While priming a new pump with a new cassette, it was alarming occlusion error. After attempting multiple troubleshooting measures, a used pump and different style cassette were used instead. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).